Event description:
Customer's wife reported they were receiving an error 6 on their precision xtra meter and as a result of being unable to test, the customer experienced symptoms of hyperglycemia. The paramedics were called and upon arrival treated him with unspecified IV and 4 shots of insulin. He was transported to a hosp where he was diagnosed with severe hyperglycemia. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The prod has been requested back for an investigation. A f/u report will be sent when investigational results are available.